Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was repositioned due to high defibrillation thresholds (dft) without incident. The next day, this electrode dislodged. A revision procedure was performed and the electrode was repositioned and secured using a three incision technique instead of the original two incision. The electrode remains in service.